Event description:
A customer reported to baxter (B)(4) of an administration set in which nurse observed air bubbles in the expansion chamber when iron was being administered through the reported set. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which nurse observed air bubbles in the expansion chamber when iron was being administered through the reported set was not confirmed during sample evaluation. One actual sample, one used companion sample from same lot number, and two samples from different lot numbers were available for evaluation at the facility. Each sample was spiked into a 1000ml solution bag filled with reverse osmosis water and re-primed. The sample was then checked for bubbles and leaks. Samples were then tested with under water leak test and no defect was identified. No root cause could be identified. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is =available for evaluation; however it has not yet been received. It the samples are received or if additional information is obtained a follow-up MDR will be sent. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.